Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
It was reported that a patient underwent revision surgery one day post-operatively to address 'loss of signal issues' from neuromonitoring related to five yukon polyaxial screws. This report captures the fourth of five screws.